Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board, fluoro functions board, and interconnect cable were replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system failed to boot up. No report of patient injury.